Manufacturer narrative:
(B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned, it was discarded; therefore a return sample evaluation is unable to be performed. An ulcer is a known complication of a j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient experienced stomach pains, during a gastroscopy it was discovered that the patient had an ulcer in the stomach and multiple ulcers in the duodenum due to traction of the intestinal tube. On (B)(6) 2018 the intestinal tube was removed. The patient was placed on unknown oral medication.